Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During the leadless pacemaker (lp) system implant procedure, the right atrial (ra) lp was fixated and exhibited low pacing impedance and no capture threshold. It was decided that the lp would be repositioned. While redocking, the lp dislodged from the tissue while attached to the delivery catheter. Pericardial stained was then observed. The repositioning attempt was paused and after four minutes the patient experienced sinus arrest. The lp had perforated the pectinate muscle and the patient experienced a tamponade. An open chest surgery was performed to seal the perforation. The lp and delivery catheter were explanted. The patient was stable and recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.